Event description:
It was reported to philips that the device experienced a power equipment malfunction. There was no patient involvement.

Event description:
It was reported to philips that the device experienced a power equipment malfunction. There was no patient involvement.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
It was reported to philips that the device experienced a power equipment malfunction. An authorized field service engineer (fse) was dispatched to the customer site. The reported issue was confirmed and it was determined that the processor pca and battery needed to be replaced. The processor pca was returned to the failure analysis lab for evaluation. The component was visually inspected for any mechanical damage and/or contamination, and no anomalies were found. Once installed in an mrx test fixture, functional testing was successfully completed with no noted issues that could have caused or contributed to the alleged failure. Upon conclusion of the analysis, the processor pca was found to be fully functional and the reported issue could not be verified or duplicated. Upon conclusion of the initial investigation, it was reported that both the processor pca and battery were replaced to resolve the reported issue. However, a follow up analysis of the returned processor pca was completed and there were no noted issues that could have caused or contributed to the original allegation. As such, it has been determined that the cause for the original failure was a faulty battery. The device remains the customer site and no further evaluation is required at this time.